Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy, the device delivered an incomplete staple line. Procedure was completed by additional suture. There was no pt consequence.